Event description:
Patients IV pump was alarming. When examined, IV pump, set up and site, it was noted the entire bag was empty. Patient received entire bag of heparin in approx. 2 hours. Pump interrogated by facility-no malfunction identified. Patient followed by serial labs, no apparent harm. Tubing available for company evaluation.